Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet luer/connect adapter cracked during use, interrupting insulin delivery until the user replaced supplies, after which insulin delivery resumed and blood glucose remained near 170¿180 mg/dl without alerts or alarms. Symptoms included transient hyperglycemia without other clinical effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included device history review, visual/physical inspection of the returned connector, and evaluation of complaint history and trends. Investigation of this case revealed a broken connector consistent with mechanical damage and no evidence of a broader manufacturing defect. It was concluded that the event was related to a cracked connector, and replacement supplies were provided.